Manufacturer narrative:
Insulin pump passed the self test. It alarmed no motor movement during rewind due to faulty electronics. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests due tono motor movement . Motor was tested outside the unit, and it passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor power supply voltage error detected, this was measured before each single insulin pump stroke and then continually measured periodically during the entire motor driving period alarm occurred displaying reservoir and tubing on the home screen. The customer blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump got an alert to change the battery then it started beeping. Customer stated that the insulin pump had error more than three times and stuck in the rewind process. Customer states they were able to clear the alarm but results in reservoir and tubing. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.